Event description:
A consumer reported that post iol (intraocular lens) surgery they developed glares and halos in the dark and experienced difficulty seeing their computer. The iol was explanted and replaced with a new one of an unknown model and power. The consumer confirmed their symptoms resolved. Additional information has been requested, but not received.

Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.